Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient needed a cervical revision due to lead migration. After removing the leads they could not be repositioned so they were explanted and new leads placed.